Event description:
It was reported that during the patient's scs implant procedure the patient was bleeding during the procedure. Surgical intervention was undertaken and the drg ipg was explanted as a result. The patient is now in stable condition.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.